Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that when customer removed the sensor a small part of the sensor was still inserted under the skin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.